Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited inappropriate programming. The device was successfully reprogrammed. The patient was doing well after leaving the follow-up.